Manufacturer narrative:
Describe event or problem, patient codes: updated. (B)(4).

Event description:
It was further clarified that when the IV "went bad" it had somehow come out of the vein and the medication was then administered into the subcutaneous tissue, therefore was ineffective. It was previously reported that the patient may have had a small stroke. It was further reported that the patient did not have a stroke, they had a transient ischemic attack (tia). The patient had visual disturbances the following day which resolved.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. After the transseptal puncture a watchman® access system (was) was positioned in the laa with a pigtail catheter. The pigtail was removed and a 27mm watchman ® laa closure device & delivery system (wds) was inserted. The wds was advanced to the distal marker band of the was, but not deployed. At this point, transesophageal echocardiogram (tee) observed thrombus being pushed out of the was into the laa. Although 8000 units of heparin had been administered, thrombus had formed in the was as the IV had apparently went bad. Protective devices were placed in the carotids and they attempted to aspirate the thrombus which was unsuccessful. Additional heparin was administered through the groin line and 2-3 doses of 10mg tissue plasminogen activator (tpa) was also given with no change to the thrombus. The was withdrawn to the right side, pulling the thrombus partly through the septum. Part of the thrombus was in the left atrium and part in the right atrium stuck in the septum. It was later reported the patient may have had a small stroke as they were complaining of visual changes, but the physicians stated she is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that when the IV "went bad" it had somehow come out of the vein and the medication was then administered into the subcutaneous tissue, therefore was ineffective. It was previously reported that the patient may have had a small stroke. It was further reported that the patient did not have a stroke, they had a transient ischemic attack (tia). The patient had visual disturbances the following day which resolved.